Event description:
It was reported that customer experienced repeated cgm error 42 on pump, with same error occurring three or more times on this device. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump while tandem technical support arranged a warranty replacement pump, confirmed shipping address, and instructed customer to place problematic pump in storage mode and return it using prepaid label within 10 days; customer was also advised to re-enter pump settings and reconnect cgm on replacement pump and acknowledged all instructions.